Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for evaluation. The visual macroscopic exam shows that the lower jaw is broken off forward of the jaw pivot pin. The direction and amount of force required to cause complete fracture suggests that excessive handle force was applied. The lower jaw and pivot pin are not present with the instrument. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pin that holds the tip of the instrument was broken. Although the instrument was used intraoperatively, no patient injury was reported.